Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The alleged issue was reportedly noticed one day after swimming while wearing the pump. It was reported that the case damage was located in the battery compartment and that moisture ingress was located in the battery compartment and behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the battery compartment was found to be cracked at the threads on the side. Moisture corrosion was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and moisture ingress was observed on the display screen and printed circuit board. Unrelated to the original complaint, the pump was unable to be powered on and found to be completely unresponsive due to moisture corrosion.